Manufacturer narrative:
The patient sample was treated with polyethylene glycol and repeated on the e 801 analyzer, resulting as 133.2 ng/ml (77% recovery).

Manufacturer narrative:
Both analyzers used for prolactin testing provided results above reference ranges.the investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer stated that they received an erroneous result for one patient sample tested with the elecsys prolactin assay on a cobas 8000 e 801 module. It was asked, but it is not known if the erroneous result was reported outside of the laboratory. The customer routinely tests samples for prolactin on their tosoh aia-2000 analyzer. The sample was initially tested on the aia-2000 analyzer, resulting with a prolactin value of 255.8 ng/ml. The physician questioned the result and asked for the sample to be repeated on the e 801 analyzer. The repeat prolactin result from the e 801 analyzer was 343.9 ng/ml. No adverse events were alleged to have occurred with the patient. The serial number of the e 801 analyzer was asked for, but not provided.